Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net with low atrial lead impedance alert. Review of the transmission revealed the right atrial pacing lead impedance was chronically low in the one-year trend. It was noted the patient had a history of atrial lead noise. The patient was asymptomatic to the event. Programming changes were discussed, no intervention was reported. Related manufacturer reference number: 2017865-2019-04969.